Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the v60 ventilator failed an electrical safety test. The device was not in clinical use. There was no report of harm. The asp evaluated the device after completing field change order (fco) service activities and reported the unit failed test 1, indicating the unit did not meet electrical safety specifications. The asp recommended replacement of the power cord prior to returning to service. Further repair to be performed by the customer. The customer biomed engineer (bme) reported the power cord was successfully replaced. The device will return to service after all repairs are completed. The investigation concludes that no further action is required at this time.